Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an adverse event and an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient believes his bg reading was about 40 mg/dl when he fainted. The patients school nurse administered two glucose tables and gave the patient cake frosting to treat the hypoglycemic event. At the time of contact with dexcom technical support, the patient reported to be feeling good. No additional medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 03/11/2015. Data confirms customer complaint of inaccurate blood glucose values. Diabetes is a known cause of hypoglycemia which can lead to fainting; however, a conclusive root cause for the reported inaccuracies and patient effects cannot be determined.